Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 unit went to ventilator inoperative with error code message of machine and proximal sensors failed and the unit would not start up. The customer reported that there was no patient involvement.